Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a little off. An interrogation revealed that the right atrial (ra) lead had dislodged into the ventricle. Reprogramming was performed. Subsequently, the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.